Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Upon reloaded the cartridge a minimum fill notification occurred after filling the cartridge with 400 units of insulin. No impact to the customer's blood glucose. Customer loaded a new cartridge successfully and resumed insulin delivery.